Event description:
New information received indicated that both the right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. The patient was stable throughout.

Event description:
Related manufacturer reference number: (B)(4). It was reported that over-sensing of noise was seen on a remote transmission on both the right atrial (ra) and right ventricular (rv) leads. The patient is pacemaker-dependent and the over-sensing resulted in loss of pacing. The patient was asymptomatic. The patient was brought into the clinic on (B)(6) 2023, and noise was reproducible. The following physician admitted the patient for observation. No interventions were made at this time. The patient was discharged in stable condition on (B)(6) 2023.